Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). One day after onset of the event, the patient had a surgical hernia repair and a hemodialysis (hd) catheter was placed. That same day pd therapy was temporarily discontinued and hd was started. The cause of the hernia was unknown. The nurse could not confirm if the inguinal hernia was past medical history. Nineteen days after hd was initiated the hd therapy was discontinued. The next day pd therapy was restarted. At the time of this report the patient remained hospitalized and was recovering from the hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the device service history was performed and revealed no previous failures or defects that could have caused or contributed to the reported hernia. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). If additional relevant information is received, a supplemental report will be submitted.